Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had a ventricular fibrillation (vf) episode and received multiple shocks. A magnet was applied to the device which resulted in tones being emitted. Boston scientific technical services (ts) discussed this device was included in the magnetic reed switch advisory, communicated in july 2010. Enable magnet use was programmed off per ts recommendations. Additionally, device check was completed and no anomalies were noted. It was reported the patient had no further arrhythmia's. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.